Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the colon. The patient was noted to have tortuous anatomy. The stent was implanted from the rectum to the rectro-sigmoid colon. The stent was deployed in the correct location and there were no complications during the initial stent placement. The stricture opened to 15mm as a result of the stent placement. On (B)(6) 2012, the stent was noted to have migrated to the anus. The stent was removed and a colostomy procedure was performed. There were no patient complications as a result of this event. The patient condition was noted to be "good". Update october 17, 2013. Approximately 3 months after stenting, the patient died. The physician confirmed that the cause of death was due to tumor progression and there was no relationship between the patient's death and the stent.

Manufacturer narrative:
Event date has been updated to (B)(6) 2012 from (B)(6) 2012. Explant date has been updated to (B)(6) 2012 from (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the colon. The patient was noted to have tortuous anatomy. The stent was implanted from the rectum to the rectro-sigmoid colon. The stent was deployed in the correct location and there were no complications during the initial stent placement. The stricture opened to 15mm as a result of the stent placement. On (B)(6), 2012, the stent was noted to have migrated to the anus. The stent was removed and a colostomy procedure was performed. There were no patient complications as a result of this event. The patient condition was noted to be "good".

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.